Event description:
It was reported that a novum iq large volume pump under infused during patient therapy in the progressive care unit. The nurse noticed the infusion took over an hour and 30 minutes instead of an hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: e1: initial reporter postal code, g3. G3: date received by MFR: the correct date is 2/25/2025 (and not 02/28/2025 which was listed in the original report). Additional information: e1, h6, h11. H11: a review of the event history log identified that azithromycin was programmed for an hour with rate 150 ml/hr and vtbi 150 ml on the reported event date log. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.